Event description:
Journal reference: lambrecq v, kim e, meissner w, guehl d, tison f. (Deep-brain stimulation of the internal pallidum in multiple system strophy). Rev neurol (paris). 2008; 164 (4): 398-402. We describe the outcome of bilateral dbs of the internal pallidum in a woman suffering from multiple-system atrophy, msa, that initially resembled parkinson's disease with prominent levodopa-induced dyskinesias. Dbs of the left internal pallidum was performed in 1998 after a ten-year clinical course and improved dyskinesias. Six months later, the right side was implanted. A few months after the second surgery, the patient progressively developed signs of cerebellar and dysautonomic impairment and msa was diagnosed. Our observation confirms the ineffectiveness of dbs of the internal pallidum in msa and even suggests a harmful effect. Dbs remains contra-indicated in atypical parkinsonism. Reportable event: within two months of this second procedure, the clinical course deteriorated with exacerbated akinesia. Subsequently, cerebellar ataxia, dysautonomia with severe vesicosphincter disorder (incontinence and urine retention associated with vesicosphincter dyssynergy confirmed by urodynamic evaluation) and orthostatic hypotension, pyramidal syndrome and cervicofacial dystonia (blepharospasm, antecollis) gradually developed. The patient thus satisfied the consensus criteria for the diagnosis of type p "probable" msa. Given the loss of efficacy of dbs and the exacerbation of the patient's condition dbs was stopped in 2003.